Event description:
It was reported that the pump was infusing below acceptable range was experienced. This device was not in use with a customer when fault was discovered. It was at the testing facility.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed the physical condition of the returned sample was all intact as received. Functional evaluation included running the pump for 2 minutes, 30.29 seconds while the pump alarmed at 2 minutes, 30.51 seconds. A battery loss alarm test was performed and passed. After running three accuracy tests, the pump was found to be within manufacturing specifications. Results: the customer reported problem was not duplicated during the course of the evaluation as the pump was found to be within manufacturing specifications. Root cause of the customer reported problem is unknown as there was no problem found with the returned device. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: product name: cadd legacy plus, d4: correction: model number: 6500, d5: correction: operator of device: unknown, e4: correction: no.